Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced an episode of lethargy and unresponsiveness. Upon interrogation, no magnet electrograms (egm) were collected. Interference from the implantable pulse generator (ipg) was suspected to be the cause. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.